Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant the r-wave amplitude for this right ventricular (rv) lead had decreased from 20 millivolts (mv) to 5.8 mv and the threshold measurements had increated from 0.5 volts (v) to 1.3 v. The measurements did recover slightly when the patient was moving, however they were able to recreate the decrease in amplitude and increase in thresholds when the patient continued to walk around. A chest x-ray was taken which the physician noted the rv lead to have dislodged. The physician believed it was due to the length of the lead. A revision procedure was performed the following day where this lead was explanted and a longer lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned severed 50 mm from the terminal pin. The lead was returned in two segments with a total length of 515 mm. Analysis believed a portion of the lead may be missing. The lead was returned with the helix retracted and visual inspection noted blood and body fluid in the helix housing and in neck region. It was noted that the tip and helix were intact and appear undamaged. The returned portion of the lead passed electrical testing and the tip and helix have no visible signs of damage which would have lead to dislodgement.